Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v926162, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had problems with their bladder. The patient experienced bladder infections and they had gotten worse over the year. The infections started a month or two after they cleared up. The patient got an infection two weeks after being on antibiotics for four weeks. The patient experienced frequency while they had an infection. The patient got up seven times four or five nights ago. The patient¿s current infection was causing high blood pressure. The patient recently had a ¿little stroke.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.